Manufacturer narrative:
(B)(4) - (tip, damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the right hepatic duct for the treatment of a klatskin tumor, performed on (B)(6), 2010. According to the complainant, two wallflex stents were being placed bilaterally within the hepatic ducts and common bile duct during this procedure. The first stent was placed successfully without issue within the left hepatic duct. The second wallflex stent was then positioned within the right hepatic duct. The stent was deployed successfully, and was fully expanded. However, the physician had difficulty removing the delivery system from the patient. The complainant reported that the delivery system appeared caught on the proximal end of the wallflex stent. The delivery system was able to be extracted successfully with additional force. The stent did not move during this procedure, and remained in the correct location. After removal from the patient, it was noted that the distal tip of the delivery system appeared deformed. The procedure was completed successfully with this device, with an estimated delay in procedure time to be about 25 minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the right hepatic duct for the treatment of a klatskin tumor, performed on (B)(6) 2010. According to the complainant, two wallflex stents were being placed bilaterally within the hepatic ducts and common bile duct during this procedure. The first stent was placed successfully without issue within the left hepatic duct. The second wallflex stent was then positioned within the right hepatic duct. The stent was deployed successfully, and was fully expanded. However, the physician had difficulty removing the delivery system from the patient. The complainant reported that the delivery system appeared caught on the proximal end of the wallflex stent. The delivery system was able to be extracted successfully with additional force. The stent did not move during this procedure, and remained in the correct location. After removal from the patient, it was noted that the distal tip of the delivery system appeared deformed. The procedure was completed successfully with this device, with an estimated delay in procedure time to be about 25 minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the that the outer sheath had been retracted by approximately 84mm proximal to the tip. The stent had been deployed during the procedure and was not returned for analysis. Further examination of the outer sheath found several areas that were accordioned. In addition, the shaft was kinked along the guidewire access port. No anomalies were noted with the tip. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.